Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indications for use concomitant medical products: stent: 2.25 x 16 mm express2, multi-link vision, promus (x3) the multi-link vision, promus (x3) indicated are being filed under separate medwatch MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Pain and hypersensitivity are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, the promus stent was placed inside a previously implanted stent. It should be noted the promus IFU states: safety and effectiveness of the promus stent have not been established for subject populations with previously stented lesions.

Manufacturer narrative:
(B)(4). Hypertension and infection are known adverse events listed in the promus instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturer or design.

Event description:
Subsequent to the medwatch reports filed, the patient reported a lung infection. Reportedly, testing was performed to determine if the stents have collapsed or contributed to a blockage. Test results have been requested but were not provided by the patient. No confirmation of stent collapse or blockage has been received.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information reports that the patient is having a right lung reaction of congestion. The measuring range (levels) of lymph nodes is not accurate. On (B)(6) 2010, balloon angioplasty was performed for restenosis. It is unknown in which specific stent restenosis occurred. The patient monitors own blood pressure and beginning (B)(6) 2011, blood pressure increased. The patient was hospitalized from (B)(6) 2011 with pain and pressure in the neck and head. Diagnosis of lung and lymph node issue is pending. Patient believes it is an allergic reaction as a number of the symptoms began in 2010 after placement of a non-abbott drug eluting stent. Patient began experiencing weakness and has had to stop cardio as balance has been affected. Reportedly, it was confirmed that the patient has not been seen at the facility since (B)(6) 2010. The patient did not have an appointment on (B)(6) 2011, and does not have any future appointments scheduled at that facility.

Event description:
It was reported that on (B)(6) 2010, the patient began feeling bad. On (B)(6) 2010, after a series of tests, myocardial infarction was diagnosed and a non-abbott stent was implanted in the obtuse marginal and a 3.0 x 15 vision stent in the diagonal artery. The patient was kept overnight for observation and was set to be discharged on (B)(6) 2010, but before leaving the hospital the patient complained of chest pain. The patient was told that if chest pain continued, to return to the emergency room (ER). The patient agreed and was discharged. The patient went back to the same ER on 3 different occasions due to chest pain and was continually told there was nothing wrong. On (B)(6) 2010 the non-abbott stent in the obtuse marginal was ballooned due to 90% closure. The vision stent in the diagonal could not be re-vascularized. On (B)(6) 2011, a 2.25 x 12 promus stent was deployed inside the non-abbott stent, a 2.5 x 12 promus stent was implanted in the circumflex artery, and a 2.25 x 12 promus stent was deployed in the circumflex artery overlapping the 2.5 x 12 promus stent. On (B)(6) 2011, a 2.5 x 15 promus stent was deployed inside the vision stent. On (B)(6) 2011, the patient presented to the ER complaining of numbness on the left side, weakness, shaking, and stomach pain. The patient asked if it were possible to have a reaction to the drug eluting stents. The patient is scheduled to follow up with primary care physician on (B)(6) 2011. Though requested, additional information was not provided.